Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a non calcified unspecified vessel. A 2.25mm x 12mm emerge¿ balloon catheter was advanced to dilate the lesion. The balloon was inflated however it ruptured at nominal pressure. The device was completely removed from the patient. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.